Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is having issues with her reservoirs. Customer stated she goes to change the infusion set and gets a no delivery alarm, she tries again and if it does not work and then she changes her reservoir and that usually fixes the issue. Customer stated that the alarm was resolved by a reservoir change. Blood glucose value is unknown. Nothing further reported.